Event description:
During a pulse generator upgrade, the right ventricular lead was connected and the patient went asystolic with no right ventricular or left ventricular pacing. The leads were normal per the analyzer. The left ventricular lead was plugged into the right ventricular port and normal pacing was seen, the right ventricular lead was suspected as the problem. The lead impedance was greater than 2500 ohms. The lead was subsequently replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The final results of any failure analysis or laboratory testing of the device listed in the report(s) including: a complete description of methodology(ies) used. An identification of the failure mode(s), and/or mechanism(s), and the associated component(s) involved. Any conclusions based on the final failure analysis or laboratory test results. The lead has not been returned, so analysis can not be completed.